Manufacturer narrative:
D10: 310-00-53 - equinoxe, humeral head, extra short, 53mm 4815168 300-30-06 - equinoxe preserve stem 6mm 5799938 300-50-45 - 4.5mm short rep plate 5916684 300-20-02 - equinox square torque define screw drive kit 6310757 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total shoulder arthroplasty. Subsequently, the patient reported that they experience pain and that the polyethylene component has disassociated. No medical or surgical intervention was reported as a result of this event.